Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed. The patient was asymptomatic. The device was recently implanted and suspected to have a loose right ventricular lead connection. No further information is available at this time.